Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the stent separated from the delivery system when being pulled back into the guiding catheter (contrary to instructions for use). Another company's balloon catheter was used to successfully retrieve the stent. Three stents from another MFR were successfully implanted. Reportedly no pt injury was associated with this event.